Event description:
After 7 months of implantation, this pacemaker was explanted because of a pocket infection. In addition, the other device(s) involved with this case have been reported on an MDR(s).